Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4)has been completed. The reported problem has been confirmed. As received, the battery was found to have mismatched cells. The battery's output voltage was below 7 v, and it could not be read by the test equipment. The battery also had a damaged connector shell. The root cause of the mismatched cells or the physical damage cannot be positively identified. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
An (B)(6) female patient's daughter contacted zoll lifecor customer support to report that one of the patient's batteries was not holding a charge. The patient was provided with a replacement battery pack.